Manufacturer narrative:
(B)(4). Medical device expiration date: this device does not have an expiration date. Results- a sample is not available for investigation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6118946. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that when the daughter started the injection on her father, the pen stopped and the patient end of the suspect device bent. The daughter was then stuck in her left thumb with the needle bent in her father's skin. No medical attention was received and no infection was noted.